Manufacturer narrative:
Product evaluation: the product was returned. Lens damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the lens was returned and damage was observed. The lens dimensions were acceptable. The root cause for pc-tear/lens popping out of cartridge could not be determined. However, the root cause may be related to a failure to follow the dfu. An unqualified handpiece and viscoelastic were used. In addition, it was reported the physician felt resistance but he kept pushing. Force should not be necessary to advance a lens in the cartridge provided the lens is positioned correctly, adequate viscoelastic is added and a qualified handpiece and viscoelastic are used. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was difficult to advance during insertion. The surgeon felt resistance but proceeded. The iol "was popped out" from the cartridge nozzle, the posterior capsule ruptured, and the iol was dropped into vitreous. The iol was successfully removed from the vitreous during the same procedure, but a replacement iol was not implanted. An unapproved handpiece and viscoelastic were used. Additional information has been requested.